Manufacturer narrative:
The device was received by the resmed investigation site in (B)(4) and an extensive investigation was performed. The investigation determined that the device failure to complete its internal self-test was due to a software timing issue of the non-return valve (nrv). Further technical investigation determined that the system fault 74 was due to a software issue. Resmed's risk analysis for these failure modes concludes that the risk is acceptable. (B)(4).

Manufacturer narrative:
The device was returned to resmed in (B)(4) for an extensive engineering investigation. The methods, results, and conclusion are not finalized at this stage. (B)(4).

Event description:
It was reported to resmed (B)(4) that an astral device displayed a system fault (sf 74) indicating a software task error occurred. During the service center evaluation, a self-test failure and power fault were also observed. There was no patient injury reported as a result of this incident.